Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009,product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger. (B)(4).

Event description:
It was reported that the patient had trouble with one lead and only with ¿side b¿. The patient attempted to adjust but it did not help. It was noted the stimulation ¿just changes on its own.¿ it was further noted if the patient adjusted higher than 1.10v on ¿side b¿ it caused shocking. It was noted the issue started one month after revision (see MFR. Rep. # 3004209178-2013-10724). Additional information was requested but was not available on the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient still had the issue when¿ turning up amplitude it was fine if he didn¿t move but if he moved around, the stimulation changed erratically.¿ it was stated no testing had been done for this current issue.